Event description:
Melody transcatheter valve developed endocarditis after approximately 1 year. The valve was excised and replaced with 25mm mitroflow valve in the pulmonary position. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).